Manufacturer narrative:
Final analysis confirmed that the pulse generator displayed -data not read- for all measured data. The device had multiple flipped bits in the product code, which had caused the measured data anomaly. After the pulse generator was downloaded and programmed to nominal settings, normal function ensued.

Event description:
It was reported that the pulse generator measured data could not be obtained. Interrogation yielded a -data not read- message. The device was explanted and replaced.